Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the handpiece never worked properly upon being plugged into the generator. A variety of errors were reported in the generator screen. The handpiece was disconnected from the generator and a new handpiece was opened for the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The hand piece was received in good physical condition. Upon visual inspection it was noted that the handpiece cable had non ees components (metal ring near the end-cap). The device was connected to a generator, evaluated with a test instrument and was found to be functional. During testing the phase margin value was recorded out of specification. When the handpiece was disassembled, evidence of refurbished activities and/ or component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. In addition, other non-ees components were identified (glue inside the end-cap).